Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to loose/protruded drive support disk and missing drive support sticker. The pump was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer was reported via phone call that, the customer had compromised force sensor system alert. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.